Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was unable to replicate the reported issue as the pump passed all accuracy testing. The root cause was unknown. Preventive service was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the volume delivered was outside tolerance. There was unknown patient involvement and unknown patient harm.